Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed that there was no sound from the speaker. The fse replaced the speaker part and confirmed that this improved the situation. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported there is no sound coming from the speaker. The device was in use at time of event, there was no adverse event reported.